Event description:
A peritoneal dialysis nurse reported that a patient was overfilled during (B)(6). To shorten the treatment, the nurse bypassed dwell 3 to go into drain 3. The patient c/o shoulder pain. The nurse noticed that the cycler went into a fill instead of a drain. She bypassed to drain and drained 4,841 ml. The prescribed fill volume is 2,000 ml. The patient felt relieved after draining. There was no serious injury.

Manufacturer narrative:
Investigation still in process. The screen shot of the treatment details shows that both dwell 3 and drain were bypassed. (B)(4).